Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) female child patient experienced high blood glucose levels due to a bent cannula which they tried to treat with a multiple daily injection. The infusion set had been used for one day. Consequently, on (B)(6) 2021, she was admitted in the emergency room with blood glucose level of 530 mg/dl and had high ketones. Her healthcare professional assessed the ketone level as dangerous and life threatening. She stayed there for two hours and was subsequently admitted in the intensive care unit. During hospitalization, she received fluids of saline, insulin and some unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue. Currently, she has not been released from the hospital. Moreover, on (B)(6) 2021, she experienced bent cannula symptoms/ issue which were noticed after three hours of insertion. Her blood glucose level at the time of the event was 530 mg/dl. The infusion set had been used for three days and this issue occurred with two infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.